Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock for atrial fibrillation (af) with rapid ventricular response (rvr). The shock accelerated the rhythm into ventricular tachycardia (vt). The rhythm slowed down but did not terminate. Another shock was received. The vt did not terminate. No more therapies were delivered. The caller wanted to know why no more therapies were delivered. Technical services (ts) reviewed the reports, explained device function, and provided reprogramming options. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the health care professional (hcp) tried to reach out to the patient for an in-clinic visit. However, the patient does not follow up regularly. The device remains in use. No additional adverse patient effects were reported.